Event description:
Oesophagectomy procedure. Ralc45 dlu was used to close gastrostomy. After firing was complete, the staples were b-shaped formation but appeared a little spinose, or thorny, and the stapling row wasn't completely closed. Manual oversewing was done as a precaution to complete the case.